Manufacturer narrative:
There is no indication that the nalu system or its components failed or malfunctioned, as evidenced by the patient receiving therapy while in a standing position. The patient did not notify of the communication issues until six months post implant. There is a possibility that the issue was present and not being reported or that the ipg had migrated slightly during that six months. Imaging prior to explant was not made available to the firm for evaluation. The full reason for the explant was not made known to the firm.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023. In (B)(6) 2023 the patient was seen in the clinic for reprogramming of the system and it was discovered that the patient was having difficulty maintaining communication between the implantable pulse generator (ipg) and the external therapy discs, specifically when seated with hips flexed past a specific angle. Physician assessed the location of the ipg and suggested the possibility of requiring surgical revision to relocate the ipg to a flatter surface on the patient's back in order to maintain communication in all positions. On (B)(6) 2024 a representative of the firm was notified by the patient that a full system explant had been performed on (B)(6) 2023. No notification had been received prior to scheduling the procedure or that it had taken place until (B)(6) 2024.